Manufacturer narrative:
(B)(4). Investigation result a visual examination of the returned complaint device found that the balloon was torn longitudinally from the distal of the distal markerband extending across the proximal from the distal markerband. A visual and tactile analysis were performed and revealed that there was no problem found to the tip and shaft of the catheter. Additionally, no problem was observed on the markerbands. It is possible that the difficult patient anatomy, and the interaction between the balloon and the kidney stone while the device was being positioned caused weakness to the balloon material when positive pressure was applied, leading to balloon bursting and the found problem of balloon torn longitudinally. Additionally, with the balloon being torn longitudinally, an optimum balloon refold could have been compromised and the balloon would unable to inflate. With a compromised balloon refold the device could have encountered resistance advancing through the sheath. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instruction for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a nephromax nephrostomy balloon catheter was used in the kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2021. During the procedure, it was noticed that there was a narrow spot in the balloon and the renal sheath did not cross well. The procedure was completed with another nephromax nephrostomy balloon catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon torn longitudinally.